Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. Examination of the calibration data indicated that proper method parameters and scalers had been input. However, there is indication on the calibration data that all second replicates of the calibrations were short samples causing a bad calibration which was accepted because the qc although shifted were still within laboratory ranges. The issue was resolved by recalibration and verification by qc and patient repeats. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated hb1c results were obtained on qc and patient samples after calibration. Patient results were reported to the physicians. After investigation, it was determined that a bad calibration had been accepted by the account. A recalibration was performed and lower results were obtained. Corrected patient results were reported. There is no indication that patient treatment was altered or prescribed on the basis of the falsely elevated hb1c results. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.